Event description:
It was reported that despite programming changes being made, continuous oversensing noise leading to pacing inhibition was detected on the right ventricular (rv) lead. The patient experienced extra cardiac stimulation. The rv lead was capped and replaced with a new rv lead implanted on (B)(6) 2026. The patient was in stable condition with no adverse health consequences.